Event description:
It was reported "the balloon got ruptured during use. The user replaced the catheter with a new one (pn# ai-07126) and the procedure was completed. No injury to the patient was reported. The user performed a flushing test before use". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon got ruptured during use" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "the balloon got ruptured during use. The user replaced the catheter with a new one (pn# ai-07126) and the procedure was completed. No injury to the patient was reported. The user performed a flushing test before use". The patient's current condition is reported as "fine".